Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to suspected chronic pain. No additional adverse patient effect were reported. A good faith effort was submitted to the field to obtain additional information, and to request product return. The field representative provided additional information, and confirmed that this lead was not the specific cause of the patient's chronic pain. It was also confirmed that this lead is not available for return.